Event description:
It was reported that the customer was hospitalized with a low blood glucose level; however, a specific value was not provided. Cause was unknown. Details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.